Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon difficulty removal occurred. The target lesion was located in the proximal left anterior descending artery. A 2.75mm x 38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, upon deflation, the delivery balloon got caught in the stent. As the physician pulled the device with some extra effort, the wire and guide catheter were also pulled out. The stent was deployed fine and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. The stent was not returned for analysis as it was deployed in the patient¿s body as per complaint report. The balloon cones were reviewed the balloon wings were relaxed and appearing as if the balloon was subjected to positive pressure, the distal section of the balloon body appeared as if it was partially deflated. This appearance of the distal balloon section is an indication that the balloon could have been removed from the patient¿s body before it was fully deflated. It was also noted during analysis that the balloon body was covered in medium resembling blood. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that the port bond was stretched, inner shaft polymer extrusion was stretched and narrowed at 2 mm distal from the bi-component bond and it was also noted that the mid-shaft was twisted and stretched 135 mm distal from the hypotube/mid-shaft bond. The bi-component bond and the proximal weld showed no signs of damage or strain. It was not possible to load a recommended 0.014¿¿ guidewire due to the damage to the port bond and shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited (B)(4).

Event description:
It was reported that balloon difficulty removal occurred. The target lesion was located in the proximal left anterior descending artery. A 2.75mm x 38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, upon deflation, the delivery balloon got caught in the stent. As the physician pulled the device with some extra effort, the wire and guide catheter were also pulled out. The stent was deployed fine and the procedure was completed. No patient complications were reported and the patient's status was fine.